Manufacturer narrative:
Other applicable components are product ID: 3889-28, lot# va0f1t7, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neustimulator for gastrointestinal/ pelvic floor. The patient reported that they had experienced a loss or change of therapy. The patient felt stimulation. There were no trauma/falls reported that could be related to this issue. Symptom control was not 50% or better. The pt stated that she was getting slight improvement but not much, since the implant and she wants to get better relief. The pt stated stim was on, she was on program 3 at 2.8v. The patient had tried programs 1,2 and 3 and now wanted to move to program 4. The patient was helped to move to program 4 at 2.8v and she didn't feel stim so she increased to 3.4v. Additional information was received on (B)(6) 2016 from the patient reported that since their last report, they have not seen a 50% improvement. At best, they have been able to go from getting up to urinate 6 times a night to 4. It pull the patient out of rem sleep and now they have sleep issues as a result. They have to urinate about every 2 to 2.5 hours. This had been an issue for the patient since implant. They are also having changes in their bowels, and they feel stimulation more in their anus and it is uncomfortable. Programs 1 and 2 were never really tried by the patient, so they would start back with program 1 and increase stimulation. They would monitor symptoms and see how that went. If they exhaust the programs they make an appointment with their healthcare provider (hcp). On (B)(6) 2016 the patient further reported they have been on two programs for the past two years and they need readjusted. The patient requested a physician listing. A physician listing was sent. Additional information was received on (B)(6) 2018 with patient reporting that the ins has not been able to improve patient's pattern of "peeing" at night. Patient stated that they were up 5-6 times and now down to 3-4 and for the most part functioning. Patient mentioned their pattern was maybe 4 hours, 3 hours and then 2.5 hours and then goes. They also said that they get up at 2, 5, and 7 in the morning which was brutal for them so they had been going to bed earlier. Patient also mentioned one time they increased stimulation to where it was uncomfortable. Also, they didn't have much fat and was really thing so they noticed where the stimulation was, the stimulation started hitting a different area when stretching or doing activities. They think they moved the lead and messed up settings so they had to change programs. They also noticed when patient's blood flow increases, the stimulation also increases. Patient has met manufacturer representative for routine programming and mentioned they are acclimated to the stimulation so they would increase stimulation until they feel it and then a or two later they could hardly felt stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that the lead was confirmed to have moved and that it was related to stretching activities. They further reported they found it difficult to eliminate many exercises and stretching, they were a dancer and liked stretching. They were asked what steps were taken to resolve the lead moving, no improvement in nighttime peeing pattern and stimulation increasing when blood flow increased. They responded yes, they increased stimulation with increased blood flow. They had to change the program, they liked the gym and swim 1/2 mile.